Manufacturer narrative:
D4 and h4 unique identifier (UDI), medical device serial, medical device model, medical device catalog and device manufacture date not available. Upon investigation of this incident, a technical support specialist (tss) confirmed with the customer that all devices had previously been in disconnected mode but were operating normally. The customer later confirmed that the issue had been resolved and that nurses were able to dispense medications from all stations. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ es server, all users were unable to login to stations. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.